Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this right ventricle (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms. In addition, when the lead was inserted into the body and tested it was found that the lead was defective. Subsequently, this lead was removed and a new lead was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this right ventricle (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms. In addition, when the lead was inserted into the body and tested it was found that the lead was defective. Subsequently, this lead was removed and a new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix mechanism was retracted and there was dried blood/body fluids in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.